Event description:
It was reported that an implanted Intellis Adaptivestim Pain implantable neurostimulator was associated with a return of pain and a lack of relief from therapy after the patient had previously reported 80% relief following the original implant in 2020. The patient and provider declined reprogramming and elected to proceed with removal of the implantable neurostimulator and leads due to lack of relief. The explant was reported as resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.